Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same patient (reference 3002806535-2015-00338).

Event description:
Legal counsel for patient reported that patient underwent a left total hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reports unknown patient allegations; however, no revision procedure has been reported to date. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. We have not been provided with x-rays or any supporting documentation which could provide additional information. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaint database has found no similar complaints reported with this part / lot combination. In order to investigate the matter thoroughly access is needed to certain patient co-morbidities, mris, CT scans, full x-rays include. Laterals (pre and post primary surgery), routine blood tests to include inflammatory markers, hip aspiration to exclude infection, intra operative findings, histological findings and confirmation of armd/alval and retrieval. Investigation is completed based on current available information. The legal case is on-going. If any additional information becomes available, then the complaint will be reopened and investigated, and subsequently a supplemental report will be provided where deemed required.

Event description:
It was reported that the right hip was the most symptomatic and he was advised that he required to have a right hip revision. Exact date of the revision has not been reported.